Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use, fluid leak and air at the valve point was observed. There was air visible in the sheath tubing and as it was being aspirated. No damage to the luer was noted. The sheath was swapped and the procedure was completed successfully without patient complications. The device is not expected to return as it was disposed.